Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D10. Concomitant medical products . Cm3113, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length lot 1248317. Cm3110, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length lot 1241379. Ct3111, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length lot 1249871.

Event description:
Doctor reported that patient came to clinician after years of wearing a full upper removable denture. Upon taking an x-ray and removing the denture, doctor noticed that the implant heads were fractured as a result of bruxism, which resulted in removing them and placing new implants with a wider platform, which as of today were restored.